Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient experienced a return of symptoms, said "back to peeing a lot again." Patient said that therapy worked great for the first 3 days after implant and on the 4th day had an MRI and since then experienced return of symptoms. Patient said has been making adjustments to the setting. Reviewed therapy information regarding healing time factors. Reviewed general programming guidance. Patient did make an adjustment during the call and confirmed does feel stimulation at a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.